Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws fluid can pass through the seals in the top cover and come into contact with energized contacts in the circuit board. This can result in heat buildup, smoke, and discoloration. Ge healthcare will provide a new top cover. Device problem already known, no evaluation necessary.

Event description:
The customer had a patient data module with melted plastic and signs of overheating. No patient compromise reported